Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument broke while grasping the uterus. The instrument was inspected prior to the use and there was no damage or any abnormality noted. An instrument release kit was utilized to release the grip of the force bipolar instrument on the uterine tissue; however, the irk was unsuccessful. The surgeon partially resected uterine tissue, which was planned to remove as part of the procedure, in an effort to remove the instrument. An initial attempt to remove the instrument failed, due to the jaw joint protruding and obstructing passage through the cannula. A technical support engineer was called to help troubleshoot the removal of the instrument, and advised the staff use more force than usual to remove the instrument. The instrument was successfully removed without a fragment falling into the patient, and the procedure proceeded without further complications and was completed robotically.